Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during a procedure. According to the complainant, the foam piece of the device was torn in half and is outside of the cap. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during a procedure. According to the complainant, the foam piece of the device was torn in half and is outside of the cap. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the foam (sponge) had been separated from the rx biopsy cap. The cap did not present any visible issues and appeared to be properly assembled. The complaint that the sponge detached was confirmed. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) could not be performed since the lot number was not provided in the reported complaint.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4) sponge detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.